Event description:
The customer called to report on (B)(6) 2012 at 5 pm, he activated a new pod on his thigh; his blood glucose was measuring in range (no actual bg provided). He states while activating the pod he didn't feel or hear a click of the needle inserting into the infusion site. By (B)(6) 2012 at about 1 am, he woke up with bg measuring at 400 mg/dl, so he took a manual injection of 10 units of insulin. When he woke up later that morning his bg was at 300 mg/dl and again gave another manual injection of 6 units. Then he went to the gym. When he finally called our product support his bg was measuring at 288 mg/dl. The pod was then deactivated where he noticed there where no cannula and the adhesive pad was a little wet with condensation in the cannula window.

Manufacturer narrative:
The product will not be returned for evaluation. We are unable to confirm the reported needle mechanism issue or to determine its root cause or whether it could have contributed to the reported hyperglycemia. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user's guide warns "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose and about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results above 250 mg/dl, follow the treatment advice of your healthcare provider."